Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. With both batteries installed, the device would power itself off during the self test. Physio replaced the power pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that when their device is powered on, it will not pass the self test screen and will power itself off in a few seconds. There was no patient use associated with the reported issue.